Manufacturer narrative:
Evaluation found low water flow causing inserts to get warm. Max water flow tested at 15cc/min. Low water due to debris blockage in the water solenoid. Front panel corner chipped off. The steri-mate handpiece was not returned for evaluation. Manufacture date unknown, product is beyond useful life.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that while using a cavitron g110 scaler, the inserts were getting hot; no injury resulted.